Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. Elevated bg was address by a manual insulin injection.